Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up info will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported on (B)(6) 2014 by the international dist, "the array of electrodes was found broken during the process of retracting after ablation." No harm or injury was reported for the pt.